Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the reload noted that it was fully fired and the anvil clamping mechanism was deformed. Additionally, the staple pushers were observed to be flush or sub- flush with the cartridge surface. Further functional testing noted that the reload was able to be cycled through interlock. The reload was disassembled for evaluation of internal components. This examination found that the knife bar laminates within the reload were bent. Size records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism, flush to sub flush staple pushers and bent knife bar laminates may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple the root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing on the rectal stump during a robotic laparoscopic low anterior resection, the device was able to fire across with no staple malformation and re-anastomosed with no leak upon leak test. However, they were unable to remove the reload from stapler. Another device was used to complete the case. There was no patient injury.